Event description:
It was reported that patient experienced infusion set cannula was bent due to weight loss and lean body mass, which led to high blood glucose level and was treated correction bolus via pump and with manual injections event on (b)(6) 2025. The patient replaced infusion set and resumed insulin deliveries successfully. The patient found positive for ketones.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number Reporting Site: 8021545Manufacturing Site: 3003442380.